Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a procedure to address a left humerus facture. The esu was used with a monopolar cable [part number (p/n) 20192-127, lot number (l/n) 0719], monopolar electrode handle (p/n 20190-045, l/n wo355472), and an erbe nessy omega neutral electrode (ne) [p/n 20193-082, l/n unknown]. The ne was attached to the patient's right flank. No other information was provided regarding any other accessory used or the equipment settings. According to the user, without the monopolar electrode being activated, there was a cable fire that ignited the surgical drape. This caused a skin burn to the patient's left upper arm/shoulder. Per an evaluation of photographs of the damaged skin, the necrosis was approximately 8 cm x 3 cm. The burn was superficial with some skin detachment. The wound was treated.

Manufacturer narrative:
The involved equipment and accessories were inspected/tested as follows: esu. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Per a review of the unit's chronological data, there were no notifications or errors at the time of the event. In addition, no anomalies were found in the device history record (DHR) of the involved device. Monopolar cable and electrode a visual inspection of the accessories revealed no signs of any defects. Also, the accessories were tested and found to be working properly. In conclusion, no erbe equipment or accessory problem was found that would have caused or contributed to the incident. Most likely, there were many possible scenarios involved in the reported incident. The monopolar electrode may have been inadvertently activated, the instrument was hot and ignited the disinfectant that on or around the patient, etc. Which caused the drape fire. Warnings in the esu's user manual explicitly describe possible circumstances, risks, and mitigation measures involved with burns/necrosis. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.